Manufacturer narrative:
The actual sample has not be returned to the manufacturing facility for evaluation. Therefore a follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A review of the device history record and the product release decision control sheet of the involved product/lot number confirmed there were not any indications of production-related problem or discrepancy in the inspection/test results. A search of the complaint file found no other report with the involved product/lot number combination. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
The user facility reported that the tip of the gold wire dislodged from the end of the wire during a procedure. Follow-up communications with the user facility confirmed the following information: attempts were made to retrieve the tip using a spider filter. During attempted retrieval, the dislodged piece embolized and terminated distally in a small collateral branch. No further attempts were made to retrieve the broken tip.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00200 to provide the return sample evaluation results. (B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the distal segment had been fractured, exposing the core wire. The separated urethane layer and gold tip marker, approx. 1mm in length was not returned for evaluation. Magnifying inspection of the fractured section did not find any anomalies. Electron microscopic inspection of the fracture found some creases had occurred on the surface. The distal end of the exposed core wire was inspected under electron microscope and found to present the evidence that it had been processed with a dedicated cutting tool in the production process. The outside diameter was measured on the intact segment and confirmed to be within the specifications, being comparable to those of the current product sample. The lubricity performance was evaluated on the undamaged segment by tactile examination and confirmed to have no anomalies. A review of the device history record and product release decision control sheet of the involved lot number/product code combination confirmed that there was no indication of production related problem or discrepancies in the inspection and test results. A search of the complaint file did not find any other report with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction. Although the cause for the reported event cannot be definitively determined based upon the available information, it is likely that the actual sample was trapped due to some factors. In this state, pushing and pulling manipulations were given to the actual sample that led to the fracture of the urethane layer and the gold tip marker resulting in the exposure of the core wire. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: "manipulate the glidewire gold slowly and carefully in the vessel, especially in the tight stenosis, while confirming the behavior and location of its tip through a fluoroscope. If any resistance is felt or if the tip behavior and/or location seems improper, stop manipulating the guide wire and determine the cause through the fluoroscope. Failure to exercise proper caution may result in separation of the guide wire tip, damage to the guide wire, damage to the vessel." All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00200 to provide the return sample evaluation results.